Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Of note, it was reported that the patient received intravenous (IV) anticoagulants treatment. Failure analysis could not be performed as the device was not returned. Additionally, log file analysis was not conducted since controller log files were not available. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 unknown serial number. H6: FDA method code(s): 4114. H6: FDA results code(s): 4315, 67. H6: FDA conclusion code(s): 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / unknown serial no. / model #: 1420 / catalog #: 1420 / expiration date: unknown UDI #: asku, device available for aval: no, mfg date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for major bleeding and was transfused two units of packed red blood cells (prbc). The source of the bleed was at the ventricular assist device (vad) anastomosis site. It was further reported that the patient had unspecified ventricular assist device (vad) alarms and elevated lactate dehydrogenase (ldh). Laboratory testing confirmed thrombus and hemolysis and the patient was started on intravenous (IV) anticoagulants. The vad was exchanged. No further patient complications have been reported as a result of this event.